Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device in a cardiopulmonary bypass procedure, the user reported the roller pump displayed "overspeed" error message. No patient injury was reported as a result of this event.